Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Investigation: 1 - confirmed: bd was able to confirm/ reproduce the incident in question. 2 - samples/ photos analysis: a photo was received, and it is possible to observe scale marking issue. 3 - DHR review: it was verified the batch record and the manufacturing date for this batch was (B)(6) 2016. The process inspections were performed and no records of this defect were found. The current controls at manufacturing process to detect the defect are performed by visual inspection with each 2 hours at 24 parts; 4 - qn review: no quality notification (qn) could lead to this issue for the batches involved in this complaint are observed. 5 - maintenance review: no maintenance records that could be related to the defect was observed. 6 - conclusion: the potential causes for the problem are: failure at printing system at the marking machine; due to an individual occurrence no additional actions are required. The defect identified from this complaint will be monitored for trend evaluation.

Event description:
It was reported that the scale markings on a bd solomed¿ syringe without needle were illegible. This was observed before use and the syringe was not used. There was no report of injury or medical interventions.